Event description:
Monarch hsg tray item# mm1157, lot# 55924-2302, [redacted date] was unboxed and upon inspection revealed that the betadine inside this sterile pack burst and covering the contents of the contents within. Manufacturer response for monarch hsg tray pack, monarch hsg tray pack (per site reporter): issue was reported to the vendor at 8:20am on [redacted date]. Vendor advised that this the first report of an incident of this type, he recorded the product#, lot# and expiration date for documentation purposes and is sending a replacement product.